Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, a part of the device broke off and fell inside the patient. The device was successfully retrieved using ehl probe and cautery device. The intended procedure was completed using another similar device. Olympus followed up to obtain additional information from the use facility regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.